Event description:
It was reported via journal article that during a cardiac ablation treatment procedure, a coagulum mass occurred. Access was from the left atrium. Before transseptal crossing, the patient underwent anticoagulation with unfractionated heparin and additional heparin was given to maintain an activated clotting time. Ablation was performed with a 7f chilli ii ablation catheter. While the anterior right pulmonary vein extraostial line was being created, the intracardiac echocardiography image identified a 4x5mm echogenic mass adherent to the tip of the ablation catheter. Since the large size of this coagulum mass adherent to the ablation catheter tip, it was likely that aggressive aspiration of the sheath during catheter removal would not prevent systemic embolism and potential catastrophic consequences. This risk could be mitigated in part by placement of embolic protection devices in both internal carotid arteries before removal of the ablation catheter. A non bsc sheath was placed in each femoral artery and advanced to the common carotid arteries. One embolic protection device was deployed in each internal carotid artery. The ablation catheter was then slowly withdrawn into the transeptal sheath, with aggressive aspiration from the sheath side arm. Intracardiac echocardiography imaging documented detachment of the adherent coagulum in the left atrium. The carotid filters were withdrawn from the sheaths and inspected. The filter from the left carotid artery contained embolic debris. There was no angiographic evidence for intracranial embolization. The procedure was terminated and the patient awakened normally. He had no neurological deficit or other embolic sequelae.

Event description:
It was reported via journal article that during a cardiac ablation treatment procedure a coagulum mass occurred. Access was from the left atrium. Before transseptal crossing, the patient underwent anticoagulation with unfractionated heparin and additional heparin was given to maintain an activated clotting time. Ablation was performed with a 7f chilli ii ablation catheter. While the anterior right pulmonary vein extraostial line was being created, the intracardiac echocardiography image identified a 4x5mm echogenic mass adherent to the tip of the ablation catheter. Since the large size of this coagulum mass adherent to the ablation catheter tip, it was likely that aggressive aspiration of the sheath during catheter removal would not prevent systemic embolism and potential catastrophic consequences. This risk could be mitigated in part by placement of embolic protection devices in both internal carotid arteries before removal of the ablation catheter. A non bsc sheath was placed in each femoral artery and advanced to the common carotid arteries. One embolic protection device was deployed in each internal carotid artery. The ablation catheter was then slowly withdrawn into the transeptal sheath, with aggressive aspiration from the sheath side arm. Intracardiac echocardiography imaging documented detachment of the adherent coagulum in the left atrium. The carotid filters were withdrawn from the sheaths and inspected. The filter from the left carotid artery contained embolic debris. There was no angiographic evidence for intracranial embolization. The procedure was terminated and the patient awakened normally. He had no neurological deficit or other embolic sequelae.

Manufacturer narrative:
Literature citation: circulation, journal of the american heart association, circulation 2011, 124:965-966 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).